Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/20/2017, that on (B)(6) 2017, the patient experienced a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2017. No injury or medical intervention was reported. No data was available for evaluation. The confirmation of inaccurate cgm values was not determined. A root cause could not be determined.